Event description:
The following event occurred in a foreign country, as such, this event was also reported. Versajet hydrosurgery system was used in a pt's home by a specialist registrar (spr) to debride leg ulcers (number of wounds unstated). The procedure was reportedly completed to the satisfaction of the treating healthcare professional, and the wounds dressed with alginate dressings. It is reported that, on the same evening, a public health nurse (phn) (who had been present at the time of the debridement), contacted the pt and discovered that the pt was bleeding out. The reporter advises that the bleeding was the result of the surgeon having "hit an artery without noticing" during the procedure. It is reported that paramedics were called to the pt's home and it is advised that the pt has recovered.

Manufacturer narrative:
It was reported that the reason the procedure was conducted in the pt's home was because of her weight, and could not be easily removed from her home as walls would need to be knocked down to get her out. Investigations are ongoing to discover the detail of this incident. The versajet hydrosurgery system is intended for wound débridement (acute and chronic wounds, burns), soft tissue débridement, and cleansing of the surgical site in applications that, in the physician's judgment, require sharp debridement and pulsed lavage irrigation. Add'l investigative info to be provided in supplement report.